Manufacturer narrative:
The cause for the (B)(6) total result is unknown. The customer discarded the reagent readypack. Therefore, the cause can not be determined. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "sample results are invalid and must be repeated if the controls are out of range."

Event description:
A false reactive advia centaur xp (B)(6) result was obtained on a patient sample. The patient sample was repeated after the morning quality control (qc) was run and the (B)(6) qc was found high. New qc material was tested and the(B)(6) qc was found high again. The reagent readypack was discarded and a new reagent readypack was loaded. The qc was repeated and the results were as expected. The patient sample was repeated and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) total result.